Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.

Event description:
It was reported that it was thought that the device reached elective replacement indicator (eri) earlier than expected. The device will be explanted and replaced. No patient complications have been reported as a result of this event.